Manufacturer narrative:
Evaluation in progress, but no conclusions have been made.

Event description:
During routine service of the pump system, the user reported that the roller pump control module display exhibited unexpected characters and blinked or blanked intermittently. The device could not be operated, and its status known, by use of the controls in the pump system central control monitor. There were no adverse consequences to the patient as a result of this event.